Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump which cause there to be scratches on the pump display. Reportedly, since the event occurred, the pump touchscreen intermittently does not recognize touch. It was reported that the customer presses the touchscreen multiple times until the screen goes black. The customer's blood glucose level was 330 mg/dl, which was addressed with a correction bolus or manual injections. During troubleshooting with tandem technical support, it was confirmed that the pump touchscreen was functioning as expected.